Event description:
Breakage of two instruments during a revision surgery performed on (B)(6) 2012 due to dislocation of the shoulder prosthesis. During revision, the surgeon used the glenosphere removal tool in order to extract the glenosphere; he could not extract the glenosphere because of the breakage of the instrument. In particular, the surgeon heard a louder than normal snapping sound of the 1st removal tool when the outside handle was tightened; the instrument broke at the thread of the tool which is to be screwed into the glenosphere to allow its removal. Then the surgeon used another glenosphere removal tool, but the result was the same; also the 2nd instrument broke at the same point. The surgeon could not remove the glenosphere, so used two 9mm spacers plus a standard retentive liner on the humeral side to give joint stability. This event occurred in (B)(6).

Manufacturer narrative:
Additional MFR date: march 2012. We have checked the work cycles and the raw material certificates of the broken instruments, without finding any anomaly. A visual analysis of the broken threads suggests that maybe the thread of the instrument was not correctly screwed into the glenosphere; this could have led to multiaxial forces during the tightening, and could have contributed to the instruments breakage. Further conclusions cannot be drawn.